Manufacturer narrative:
The analysis on the generator power control board was completed by medtronic personnel. Testing found that there no output on the board. The suspect power supply has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis on the power supply was completed by medtronic personnel. Testing found that there was no output from the supply while testing.

Manufacturer narrative:
The analysis on the power supply was completed by medtronic personnel. Testing found that there was no output from the supply while testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a standalone board and ps1 was replaced and fluoro and rad gain calibrations were performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect standalone board has been received by manufacturer for evaluation but the results are not yet available. The suspect ps1 has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the image acquisition system (ias) of the imaging system was not booting and stuck in x-ray disabled. There was no patient present at the time of issue.